Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2017. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a low anterior resection, a piece of the device detached when it was on a tray. A spring was found on the instrument tray where the device had been placed. No patient injury occurred and the piece did not fall within the patient cavity.

Manufacturer narrative:
(B)(4). One lf4318 was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The investigation found the device was intact. No pieces were missing. The device was taken apart and no pieces were found missing. The investigation found the device to function normally and within specifications. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.